Manufacturer narrative:
(B)(4). The device was received in good physical condition. No jaw damaged was noted. There was no tissue extruded through the I-blade, nor any tissue stuck in the apex of the jaw. The jaws were not bent nor was the I-blade distorted. During functional testing, the I-blade advanced and the jaw opened and closed as intended. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hysterectomy procedure, when the device was activated on the ligamentum teres, the jaw became not to open. The sales rep who attended the operation suggested returning the handle to the home position, but the doctor was not able to return the handle to the home position because it was too hard. Finally, the ambilateral tissue of the jaw was clamped by forceps and cut by scissors to remove the device (tissue had been sealed prior). Another device was used to complete the case. There were no adverse consequences for the patient. When the sales rep tried to open the handle after releasing the jaw, the handle was opened smoothly.